Event description:
It was reported a home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated for peritonitis with vancomycin 1 gm (frequency and route not reported) and injection amikacin 125 mg intraperitoneally (ip) every exchange/day. Outcome of the peritonitis event was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.